Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information added to fields: d8, and h6. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the center of the pressure setting display was chipped due to a faulty front panel light-emitting diode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the center of the pressure setting display was chipped. This was found during preparation for use. There was no report of patient/user harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.